Event description:
It was reported that the patient with this right ventricular (RV) lead was hospitalized due to experiencing ventricular fibrillation (VF) for which three shocks were delivered. Upon evaluation, high out of range pacing impedances were noted. Maneuvers were performed which did not revealed the presence of noise; however, oscillations in impedances were observed. Subsequently, a procedure was performed to replace this RV lead. The lead was reported to had been surgically abandoned. Other than the intervention, no additional adverse patient effects were reported.Further information was provided stating that an insulation breach was observed on the lead which was identified as the root cause for the impedances.